Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 15th may 2018. The device failed omron goods inward inspection, h045-014-005, for giving a device service required prompt. The fault was confirmed upon receipt and was found to be due to a capacitor charging error. The fault was traced back to failure of the transformer t2. Failure of this component had resulted in damage to component u2 which had resulted in the device failing to charge the capacitors and therefore failing self-tests due to a capacitor charging error. The fault could not be replicated when t2 was replaced. The device successfully passed final unit test (h045-014-004) on the 15th may 2018, therefore, it is concluded the component failed after this time. Failure of this component was likely due to a manufacturing defect. The component will be returned to the supplier to investigate further. Any further information gathered from this investigation will be attached to this report. Due to the solder rework carried out during the investigation, this device shall be retained and replaced with another hdf-3500.

Event description:
Device service request prompt. There was no patient involved in this event.